Event description:
It was reported that during an implant operation, the physician had difficulty getting the guide wire to go through the end of the left ventricular (lv) lead they were trying to implant. The guide wire eventually went through and the lead was implanted. There is no documentation available of the lead's serial number. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.